Manufacturer narrative:
On 12/11/2019, during evaluation of the sample it was noticed delamination patch with leak. Microscopic examination of the edges of the tear gave no indications of instrument damage. No other anomalies observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, a manufacturing record evaluation was performed for the finished device 5646893 number, and no non-conformance's were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/10/2019, mentor became aware that the lot number 7579521, serial number (B)(4) is for replacement implant and not the affected device. The affected device catalog number is 3503630, lot number added 5646893, serial number is still unknown, name: mentor smooth round high profile 630cc. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Note: the product received has a different lot number 5649893, clarification is in progress. Once more information is available, a supplemental report will be submitted. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with a mentor smooth round high profile 420cc and experienced deflation on the left breast implant. As a result, the patient had undergone removal on (B)(6) 2019.